Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, serial # unknown, product type screening device.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported that the stimulation was too high and was shocking them. The stimulation was able to be turned down to a good level and the patient felt good. The patient also reported that the wire got caught on the arm rest of a chair and the tape was getting caught on their depends so it was coming loose. The device was checked and it was still connected. Additional information received on april 21, 2017 reported that the patient had an uncomfortable tingling feeling (pain) in the chest but that it went away. It was advised to turn the stimulation down if the pain came back and to speak to their doctor about it. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury.¿ there were no further complications reported or anticipated.